Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6) . (B)(4) .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, visible moisture was found on the display. The pump was opened to find moisture corrosion on the printed circuit board, motor assembly, and battery compartment housing. No moisture was found in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. Additionally, a cover crack was found between the corner of the lens and the case seal. A leak test was performed and failed due to the crack in the pump case.